Event description:
It was reported that during a right ventricular lead revision procedure, the pulse generators ventricular setscrew could not be tightened. Stripping of the setscrew was suspected. The pulse generator was explanted and replaced successfully. The patient was in good condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.